Event description:
Customer reported a failed co2 module on the dpm 6/7 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer rec'd a replacement co2 module.